Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited a pacing problem of rising thresholds two days after implant. The ipg remains in use. It was noted that myocardial problem or problem related to contact of the electrode was considered as the cause. No patient complications have been reported as a result of this event.